Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a tego¿ connector where the customer reported that the device ruptured while being handled, during the installation of the patient on hemodialysis. The event occurred during patient use, but there was no harm reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: the package was shipped and was marked as delivered; however, it could not be located within ICU medical¿s facility despite several searches. Although no photos or vides were shared, and the sample could not be evaluated, the complaint can be confirmed based on failure mode description and device history review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.